Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had unexpected data error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an unexpected data error occur. A technical support specialist (tss) dialed into the station and found the dsclientoltp database in suspect mode while the data synchronization service was stopped. Unable to run dbcc (database console commands) or take backups per knowledge article due to the query window being unavailable, and unable to drop the database per knowledge article 'drop failed for database "dsclientoltp"' as it was reported in use. Stopped the sql server service, moved all dsclientoltp data files from the sql data directory to a temporary folder, and restarted sql. The database then appeared in recovery pending, allowing successful deletion. Placed a new database following knowledge article 'proper datasync procedure and how to place new db in es station' and completed full synchronization successfully. Verified on app server (110hsapyxappw01) that last download, upload, and heartbeat were current. The station was rebooted into cfnapp, and medapp launched without issues. The system functioned as intended after the technical support specialist troubleshot the device.